Manufacturer narrative:
(B)(4). Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering actuated the device and was able to confirm the customer's experience of incomplete clip closure. When the clip applier was disassembled an internal component was found to have separated which may have prevented the jaws from actuating properly, resulting in non-optimal clip closure. The exact cause of the separation is unknown; however, the separation may have occurred if the jaws were closed over a hard material that was unintended for ligation. All clip appliers undergo 100% visual and functional inspection during manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical is researching device enhancements which are intended to reduce the potential for this type of incident to reoccur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap sleeve gastrectomy "device made loud noise and would not close clip." Patient status- good.